Event description:
It was reported that the implant (tsvtwb16) at tooth location #13 was unable to be placed into the osteotomy due to perforation of the sinus floor.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This submission is being relayed due to a correction in the complaint's description.

Manufacturer narrative:
This report is being submitted to report (B)(4). 0002023141-2019-00592 has also been submitted. Additional 510k: k101880. The following information is unknown at the time of this report: date of birth: unknown. Weight, ethnicity: unknown. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related) factors, identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth location #13 was unable to be placed into the osteotomy. The patient will return for implant placement.